Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient was initially admitted to hospital on (B)(6) 2017 and had been discharged on (B)(6) 2018. The patient was then re-admitted four days later on (B)(6) 2018.

Manufacturer narrative:
Correction: date MFR received for the initial report is 2018-01-02. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of available log files up to (B)(6) 2018 revealed one suction alarm logged on (B)(6) 2017. One low flow alarm was logged on (B)(6) 2017. Two high watt alarms were logged on (B)(6) 2017, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. The low flows and suction may be associated with thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted with elevated hemolysis indicators and left lower quadrant abdominal pain. The site felt that the patient¿s symptoms and diagnostic testing were consistent with a ventricular assist device (vad) inflow cannula obstruction. However, the patient was deemed to not be a good surgical candidate and the patient was managed with the initiation of a milrinone infusion. The patient was later discharged. The patient appears to have been re-admitted in (B)(6) 2018 (four days after the recent discharge) with elevated power consumption and estimated flows along with hemolysis indicators. In addition, the patient had experienced shortness of breath, left lower quadrant abdominal pain, poor appetite and oral intake. The site felt that the patient¿s symptoms were consistent with worsening heart failure, right heart failure and gastrointestinal bleeding. The site further reported that they also suspected an outflow tract thrombosis. The patient¿s condition did not improve with the milrinone infusion and given the continued poor candidacy for surgery, the patient was discharged home with hospice care. The patient was made a ¿do not actively resuscitate¿, the implantable cardioverter defibrillator was turned off and the vad alarm parameters were adjusted with a lower low flow alarm and a higher high watt alarm (to minimize these alarms). The patient expired on (B)(6) 2018 while under hospice care.